Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stent procedure performed on (B)(6) 2012. According to the complainant, during the procedure after the stent was used the tip of the guidewire detached into several pieces and fell into the pancreatic duct. The metal tip of the corewire was exposed and attempts to retrieve the detached pieces were unsuccessful. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the corewire had detached, exposing the tip of the metal corewire. Adhesive remnants were found on the corewire, indicating that the pebax had been properly attached. There was no evidence of a corewire fracture and no damage to the ptfe coating. The outer diameter was measured and found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found. Similar complaint trend review performed and no other complaints reported for lot number 14491779.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is returned, upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement report will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stent procedure performed on (B)(6) 2012. According to the complainant, during the procedure after the stent was used the tip of the guidewire detached into several pieces and fell into the pancreatic duct. The metal tip of the corewire was exposed and attempts to retrieve the detached pieces were unsuccessful. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.